Manufacturer narrative:
The current instructions for use contains the following: "warnings - in rare instances, some patients may be allergic to the plastic aligner material.", "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated.". The treating doctor shared that the potential root cause could have been the aligners being the most likely precipitating factor for the lichenoid and allergic reactions. There is no conclusive evidence provided that supports or opposes whether the vivera retainer caused or contributed to the reported other serious or important medical events. Based on the available information, the patient had other serious or important medical events (lichenoid reaction), and the vivera retainer was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.

Event description:
The treating doctor reported that the patient had symptoms of a significant lichenoid reaction affecting oral tissues and portions of the body, as well as sensitivities and allergic reactions to multiple products and systemic body reactions. The patient reported visiting multiple physicians, specialists, and allergists and required medical intervention in the form of consultations and clinical evaluations. It is unknown if the patient was prescribed or took any medications to alleviate the reported symptoms. The treatment was discontinued on an unknown date, and the patient is currently experiencing some improvement in soft tissue condition, although symptoms continue to affect quality of life.